Manufacturer narrative:
The investigation determined a lower than expected tsh result was obtained from a non-vitros biorad level 1 control fluid processed using vitros tsh reagent lot 6115 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument issue. The analyzer was generating multiple condition codes from the signal reagent subsystem around the same time they obtained the low qc results. Routine troubleshooting did not resolve the issue as condition codes persisted which did not allow for routine analyzer testing. An ortho field engineer (fe) went on site to further investigate analyzer performance. The fe identified there was a leak from signal reagent pump a that was leaking on to the connection for the pump sensor for pump b. The fe performed service actions to resolve this issue. Following service actions, the customer performed qc testing and obtained acceptable results with no additional condition codes.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical support center (tsc) to report lower than expected tsh results obtained from quality control fluids processed using vitros tsh reagent on a vitros 5600 integrated system. Biorad level 1 = 0.61 versus expected 1.0 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not run patient sample testing as they were getting condition codes that did not allow for routine testing. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).